Event description:
It was reported that this pacemaker exhibited noisy signals on both right atrial (ra) and right ventricular (rv) channels on two separate occasions. Both occasions were a result of procedures the patient underwent. The second instance resulted in atrial tachy response (atr) episodes and a signal artifact monitoring (sam) episode that disabled the minute ventilation (mv) feature. The health care professional (hcp) is planning to enable the mv feature. The device remains in use. No adverse patient effects were reported.